Event description:
It was reported that during an unknown procedure, the device would not fire. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged anti-backup. The analysis results of the mcl20 found that it was received in good visual condition. Upon functional testing of the device, due to the anti-backup feature being non-functional, two clips unformed were fed. This finding is not related with the incident reported. The remaining clips were conforming according to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.